Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap hernia repair. According to the reporter: tried to inflate the balloon, but the balloon did not inflate. There was no unanticipated tissue loss. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes.